Event description:
A malfunction was reported on a pump by the caller, with no notable events occurring prior to the malfunction. There was no adverse impact to the customer's blood glucose level. Ultimately, the customer reverted an alternate method of insulin therapy.